Manufacturer narrative:
E1: reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6). G1 contact office phone: (B)(6).

Event description:
Philips received a complaint from the service engineer, reporting that the v60 ventilator had a misalignment in the touch position. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips service engineer (se) reported that the issue was confirmed. It was reported that a calibration was performed; however, the issue was not resolved. The se then replaced the touchscreen to resolve the issue. No further issues were observed.

Manufacturer narrative:
H10: the suspected touchscreen was returned to philips for failure investigation. The technician documented the following conclusion/root cause, "product investigation lab (pil) is unable to confirm the complaint that there is a misalignment in the touch position. The touchscreen flex circuit passed all resistance testing of test #1."